Event description:
Nursing assistant was transferring resident with the aide of a second nursing assistant from the wheelchair to the toilet. The ez stant went to the highest position by itself during the transfer then it locked there and could not be moved. The 2 nursing assistants had to physically unhook the sling from the ez stand by hand and lower the resident to the toilet. The resident become anxious and fearfull, she began raising and lifting her feet. For her safety she needed to be removed from the easy stand. The ez stand has been removed from service until repairman comes. It is still in the highest position. The nursing assistant needed to be seen by the dr. On 8/18/1998 for an injury to her elbow as a result of this incident. Dx. = right lateral epicondylitis. The nurse is removed from work till 8/25/1998, next appointment.